Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient was not pacemaker dependent. The pace/sense portion of the lead was surgically abandoned during a device replacement procedure. A new pace/sense lead was implanted, and the shock portion of this lead remains in service.